Event description:
It was reported the camera head had a broken connector. The issue was found during inspection. There was no patient involvement.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a broken connector. The issue was found during inspection. There was no patient involvement.